Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was on the arctic sun device and the temperature seemed to be varying, mainly sitting below target around 36c. The target temperature was 37c, water temperature was 38c, patient temperature was 36.1-36.3c and flow rate was .6 l/min. It was noted that the weight of the patient was 17.5kg and using xx small pads. Mss confirmed that they had two probes rectal and esophageal temperature. Mss explained that the flow rate was affecting heater capacity. Mss had nurse to disconnect and reconnect the fluid delivery lines. While on the phone, there was a "fluid delivery line open" message. Mss suggested nurse to check all the lines were properly connected and one was not completely connected. The flow rate was now holding steady at .9l/min and informed nurse to call back if the flow rate lowers or if patient temperature did not increase.

Event description:
It was reported that the patient was on the arctic sun device and the temperature seemed to be varying, mainly sitting below target around 36c. The target temperature was 37c, water temperature was 38c, patient temperature was 36.1-36.3c and flow rate was .6 l/min. It was noted that the weight of the patient was 17.5kg and using xx small pads. Mss confirmed that they had two probes rectal and esophageal temperature. Mss explained that the flow rate was affecting heater capacity. Mss had nurse to disconnect and reconnect the fluid delivery lines. While on the phone, there was a "fluid delivery line open" message. Mss suggested nurse to check all the lines were properly connected and one was not completely connected. The flow rate was now holding steady at .9l/min and informed nurse to call back if the flow rate lowers or if patient temperature did not increase.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.